Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had screen inoperative. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information b5:additional information was reported stating the white screen occurred at power up. Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, a white screen was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed processor board. The processor board requires replacement to address this issue. Based on additional information received, the issue was identified prior to start of infusion and therefore can only result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.